Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable neurostimulator (ins) had turned off sometime last week and the patient had a return of symptom. Possible discharged ins was discussed but the rep noted the patient often recharges when near or at the 50% mark, confirmed by tablet. The patient uses the antenna locate (al) feature every time they recharge due to coupling average is 4 bars. It was discussed that using the al feature enables the ins on/off buttons on the side and the ins off button may have been used inadvertently and turned stimulation off. It was discussed that coupling will update on the recharger without needing to perform the al feature and advised the rep to have the patient use when having difficulty getting good coupling bars.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2020-mar-12 e1 (rep): additional information was received that the cause was unknown and the patient was counseled to avoid using the antenna locator to minimize the device being turned off. The ins was turned back on and the symptoms resolved.